Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of a stenosis in the aorta. It was reported that the aneurysm was 4 cm in a diameter and there was an area of tight stenosis in the aorta 1 cm distal to the aneurysm. After the bifurcated stent graft device implanted it was noted that the contralateral gate landed at the location of the tight stenosis. Attemtps to cannulate the gate wityh a wire were unsuccessful. It was also reported that there was limited blood flow through the gate; however. This was not a concern and the physician decided no to intervene any further. The ipsilateral limb was extended further down the vessel in order to secure it, after which a fem-fem by pass was performed. No additional informatuin was received and the pt is rpeorted to be fine.